Event description:
Additional information was received which reported that the lead was not tested via the pacing system analyzer (psa) during the revision procedure. The physician felt that the patient size, and a medial insertion point in the patient's vein likely contributed to the clinical observations. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right ventricular (rv) impedance measurements of greater than 3000 ohms. The patient was brought in to the clinic and pocket manipulation was performed, which revealed impedance measurements of greater than 3000 ohms and non-capture in bipolar configuration. Other lead measurements were noted to look good, there was no noise, and the patient was not rv pacemaker dependent. The patient had an underlying rhythm in the 50 beats per minute (bpm) range. The device was reprogrammed to unipolar configuration and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which reported that the patient's rv lead was surgically abandoned and replaced during a device upgrade procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.